Manufacturer narrative:
The device was returned to olympus for evaluation. The device was tested using olympus test equipment; device was tested on as received condition, found biomaterial on the grasping section of the device. The teflon pad was found severely worn, melted and curled up, exposing metal. Probe check was performed and device passed the probe check. The distal end of the probe was inspected under a microscope and found charred stains on the probe unit. The probe was found to be misaligned when comes in direct contact with the jaw. The user¿s complaint was not confirmed. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed reported that during a procedure, there was a ¿the jaw became undone¿. On further investigation, olympus was informed that there was damage to the teflon pad; however unknown if metal was exposed. No device fragment fell off. The intended laparoscopic assisted vaginal hysterectomy procedure was completed using another thunderbeat device. There was no patient injury reported.